Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed self test and displacement test. No missing segments on display were noted. The insulin pump was received with broken off reservoir tube lip and missing reservoir tube lip o-ring. The insulin pump was received with cracked case at the display window corners, display window and battery tube threads. The insulin pump was received with minor scratched display window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump had damaged. The customer¿s blood glucose level was 12 mmol/l. It was reported that the reservoir compartment was cracked and some plastic was missing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump was returned for analysis.